Event description:
During evaluation of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified on (B)(6) 2010 during cycle 9. The patient's largest prescribed fill volume (lpfv) was 200 ml and the drain volume was 372 ml, which met iipv criteria. No patient injury or medical intervention was reported. Product surveillance contacted nurse and notified her of the incident of iipv that was found during the device evaluation. The nurse acknowledged the information and thanked. Call ended.

Manufacturer narrative:
(B)(4). Upon further investigation by baxter, the product analysis laboratory (pal) revealed that the user had a cycle 9 drain volume of 372 ml, which was less than 130% (390 ml) of the largest prescribed fill volume of 300 ml and therefore did not meet iipv criteria. Therefore, this report does not meet iipv criteria.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.